Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000166634.

Event description:
It was reported that following trial lead implantation the patient began experiencing discomfort in their back and ribs. As result, the leads were explanted and the patient admitted into the hospital for observation. It was noted found that the patient has sustained a thoracic hematoma. It is unknown which lead contributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.